Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
The patient was admitted to the clinic for an unknown infection. The patient has been lost to follow-up since the 6 week post implant. Device interrogation revealed high pacing lead impedance and increased capture threshold. The lead was capped.